Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted and replaced. Healthcare professional later reported "upon explant of the devices the left textured device was ruptured".

Event description:
Healthcare professional reported, left side "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". The device has been explanted and replaced. Healthcare professional, later reported, "upon explant of the devices. The left textured device was ruptured".

Manufacturer narrative:
Device evaluation: device photograph(s), for the device related to the reported event of rupture-breast was requested on january 26, 2024. Visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "patient¿s concern with the product".

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted and replaced. Healthcare professional later reported "upon explant of the devices the left textured device was ruptured".

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted and replaced. Healthcare professional later reported "upon explant of the devices the left textured device was ruptured".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15/feb/2024.